Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the device alarmed no delivery during priming. Customer tried it with plunger first and it did not work. The customer's blood glucose was unknown. Customer reports event was resolved by reservoir change. The infusion set and reservoir will be replaced.

Manufacturer narrative:
Reliability analysis evaluated three open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were found.